Event description:
Sterile gloves have fuzzy lint that escapes from package upon opening. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis reason for use: used in clean room to make IV preparations.